Manufacturer narrative:
The customer contacted philips, and reported that the one of the pressure transducer models failed performance verification test (pvt) failed. The customer indicated that the new part that was replaced, may have a shortage after installation. A follow up was performed with the customer, and it was reported that the device didn¿t fail the pvt. The customer reported that when turning on the device, it gave a 1007 (vent-inop: machine and proximal pressure sensors failed) error. The customer reported average (avg) proximal was -30.35 cmh2o, and the avg machine was -29.85 cmh2o. After previously replacing the data acquisition (da) cable, and the da board; that is when the reported issue occurred, the avg proximal and machine were at 0 though. The customer reported that the old da board was reinstalled, and it had the 1007 error occurred, but not the blanked out data acquisition information. It was determined that the new da board accidentally broken, and the device is being sent to the repair center for service. Investigation ongoing / resolution pending.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the data acquisition (da) printed circuit board assembly (pcba), and the da pcba to motor controller (mc) pcba cable were replaced to resolve the issue. The customer reported that the device was not returned to service but did not provide any further details. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The device was received by the service center, and it was reported by the technician, that the device arrived without the data acquisition board. A replacement da board would be needed for repair; the customer was provided with a quote for service. Investigation ongoing / resolution pending.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "machine and proximal pressure sensor failed" error code (1007). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "machine and proximal pressure sensor failed" error code (1007). The customer reported that the average machine, and proximal numbers were out of range. During troubleshooting, the rse informed the customer to perform the following instructions, replace the data acquisition (da) printed circuit board assembly (pcba) to motor control (mc) pcba cable, replace the da pcba, replace the mc pcba, replace the power management (pm) pcba. The customer was provided with the part number for the da pcba to mc pcba cable, and da pcba. Investigation ongoing / resolution pending